Manufacturer narrative:
A ge svc rep performed an on site investigation. The smart power switch board was replaced and the lemo pin connector was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported, "no power in the c-arm itself". The fse noted, "found workstation power switch would light up but sys would not boot." There is no report of pt injury or death.